Event description:
It was reported that during a posterolateral procedure of pci the guide wire was not in the exact lumen of the vessel. The guide wire was retracted from the patient finding a lot of resistance. The guide wire, out of the patient, after the extraction, appeared frayed. The guide wire stuck in thecalcium present into the vessel and that, for this reason, there was resistance and the guide wire frayed. There were not any adverse patient effects. This is being reported based on analysis of the returned device which revealed that the shaping ribbon was separated.